Event description:
Patient was implanted on (B)(6) 2025. During a follow-up visit on (B)(6) 2025, the neurosurgeon observed oozing at the surgical site. On (B)(6) 2025, the patient underwent a wound washout. An antibiotic sleeve was used, and the ipg was placed inside the sleeve before being positioned back in the original pocket. The device was tested after the ipg was placed back in the pocket, impedance was checked and measured at 2000 ohms. The device is performing as expected. Since the device remains implanted, the ipg is not available for evaluation by microtransponder.